Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that twice in a sigmoidectomy, bleeding occurred although an end tone, indicating a completed seal cycle, was heard. Bleeding first occurred on the imv. The second occurrence was on the mesorectum. Total bleeding was under 200cc and was stopped with add'l sealing. The device was used to complete the procedure w/o incident. There was no pt injury.